Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had an explant time of four and a half years. Four months later, the estimated battery longevity was three and a half years. A request was made to have data from this device analyzed. Technical services (ts) determined that the power consumption was stable and within expected parameters based on device programming and therapy delivery, with no evidence of premature battery depletion (pbd). Some programming changes were identified that resulted in a slight increase in power consumption. It was noted that the minute ventilation feature had been disabled by the signal artifact monitoring (sam) diagnostic, coinciding with the observed change in power usage. No adverse patient effects were reported. This pacemaker remains in service.